Event description:
A cartridge alarm 20 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was advised to use a backup insulin pump temporarily, while the technical support team arranged for a replacement pump. The customer was given instructions on returning the affected pump to tandem, including putting it into storage mode and using a tandem-provided return box and label. The customer acknowledged the instructions and was informed about the need to program settings and connect their cgm to the new pump. A replacement pump was sent to the customer.